Event description:
The iab was inserted into the pt on 12/1/97 at 12:15 p.m. And removed on 12/1/97 at 3:30 p.m. The iab did not malfunction. The pt had major ischemia and removal of the iab was required. (Event complications: major ischemia/removal required- reported 1/30/98.) (Pt's current status: discharged- rpt'd 1/30/98.)